Manufacturer narrative:
Complete UDI number could not be provided as the lot number was not provided by the customer. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Event description:
Laparascopic, hand assisted distal pancreatectomy and splenectomy - "when the contaminated gel port was removed from the abdomen, the small green ring (that braces the port against the abdominal cavity) tore from the plastic that connects it to the gel port. The attending surgeon confirmed both pieces of the gel port were removed from the abdomen." Patient status: unknown.

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA. This report is to follow up with (B)(4).